Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the palmaz genesis stents were used in the left iliac artery. The first stent was introduced into the lesion protected by the 7f non-cordis sheath, and when the balloon was getting inflated, it migrated off the balloon towards the aorta. In order to save the stent from migrating further a .035 powerflex pro (pfp) balloon catheter was used. The pfp was introduced into the displaced & not yet fully expanded stent, was inflated once within the stent and with that technique the stent could be pulled back and positioned where initially planned. There was only mild calcification. As the stent then was a little bit higher positioned as originally intended & therefore too short, another stent was used in order to prolong the stent distally. However, that stent came off the balloon even before it was inflated. That stent will be sent in for analysis. The balloon catheter was removed from the patient without difficulty. There was no reported injury to the patient. No prolonged hospital stay for the patient. The customer is a heavy palmaz genesis user and well trained on the product. The products were stored and prepped according to the IFU. Everything appeared to be ok. There was no damage noted on the packaging upon inspection of both devices. There was no manipulation of either stent while on the stent delivery system (sds). There was no visible damage or deformation to either stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance while advancing the device as both devices were protected by the non-cordis long sheath. The vessel was noted to have a little calcification. The device was not being used to treat a chronic total occlusion (cto). A non-cordis .035 260cm stiff guidewire was used with the devices.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d8, g3, h1, h2, h3 and h6. The palmaz genesis stents were used in the left iliac artery. There was only mild calcification. The first stent was introduced into the lesion protected by the 7f non-cordis sheath, and when the balloon was getting inflated, it migrated off the balloon towards the aorta. In order to save the stent from migrating further a .035 powerflex pro (pfp) balloon catheter was used. The pfp was introduced into the displaced and not yet fully expanded stent, it was inflated once within the stent and with that technique the stent could be pulled back and positioned where initially planned. As the stent then was a little bit higher positioned as originally intended and therefore too short, another stent was used in order to prolong the stent distally. However, that stent came off the balloon even before it was inflated. The balloon catheter was removed from the patient without difficulty. There was no reported injury to the patient. No prolonged hospital stay for the patient. The customer is a heavy palmaz genesis user and well trained on the product. The products were stored and prepped according to the instructions for use (IFU). Everything appeared to be ok. There was no damage noted on the packaging upon inspection of both devices. There was no manipulation of either stent while on the stent delivery system (sds). There was no visible damage or deformation to either stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance while advancing the device as both devices were protected by the non-cordis long sheath. The vessel was noted to have a little calcification. The device was not being used to treat a chronic total occlusion (cto). A non-cordis .035 260cm stiff guidewire was used with the devices. The products were not returned for analysis. 2022-00200969-1 a product history record (phr) review of lot 82233410 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ and ¿stent inaccurate placement¿ could not be confirmed as the devices were not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. Vessel characteristics (mild calcification) may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the palmaz genesis stents were used in the left iliac artery. The first stent was introduced into the lesion protected by the 7f non-cordis sheath, and when the balloon was getting inflated, it migrated off the balloon towards the aorta. In order to save the stent from migrating further a .035 powerflex pro (pfp) balloon catheter was used. The pfp was introduced into the displaced & not yet fully expanded stent, was inflated once within the stent and with that technique the stent could be pulled back and positioned where initially planned. There was only mild calcification. As the stent then was a little bit higher positioned as originally intended & therefore too short, another stent was used in order to prolong the stent distally. However, that stent came off the balloon even before it was inflated. The balloon catheter was removed from the patient without difficulty. There was no reported injury to the patient. No prolonged hospital stay for the patient. The customer is a heavy palmaz genesis user and well trained on the product. The products were stored and prepped according to the IFU. Everything appeared to be ok. There was no damage noted on the packaging upon inspection of both devices. There was no manipulation of either stent while on the stent delivery system (sds). There was no visible damage or deformation to either stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance while advancing the device as both devices were protected by the non-cordis long sheath. The vessel was noted to have a little calcification. The device was not being used to treat a chronic total occlusion (cto). A non-cordis .035 260cm stiff guidewire was used with the devices. The devices were not returned for analysis.

Event description:
As reported, the palmaz genesis stents were used in the left iliac artery. The first stent was introduced into the lesion protected by the 7f non-cordis sheath, and when the balloon was getting inflated, it migrated off the balloon towards the aorta. In order to save the stent from migrating further a .035 powerflex pro (pfp) balloon catheter was used. The pfp was introduced into the displaced & not yet fully expanded stent, was inflated once within the stent and with that technique the stent could be pulled back and positioned where initially planned. There was only mild calcification. As the stent then was a little bit higher positioned as originally intended & therefore too short, another stent was used in order to prolong the stent distally. However, that stent came off the balloon even before it was inflated. That stent will be sent in for analysis. The balloon catheter was removed from the patient without difficulty. There was no reported injury to the patient. No prolonged hospital stay for the patient. The customer is a heavy palmaz genesis user and well trained on the product. The products were stored and prepped according to the IFU. Everything appeared to be ok. There was no damage noted on the packaging upon inspection of both devices. There was no manipulation of either stent while on the stent delivery system (sds). There was no visible damage or deformation to either stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance while advancing the device as both devices were protected by the non-cordis long sheath. The vessel was noted to have a little calcification. The device was not being used to treat a chronic total occlusion (cto). A non-cordis .035 260cm stiff guidewire was used with the devices.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.